Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for unknown indications for use. It was reported that since the day the patient was implanted, it took them 6-8 hours to charge their ins. The patient discussed getting the upgraded ins as the patient was told their ins was old. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.